Event description:
The physician performed a thermal ablation procedure in 2000 on a healthy pt. The procedure was uneventul. 14 days later pt developed vague pain in their right lower quadrant and a temperature of 100f. In the ER pt was found to have an elevated white blood cells=14.9 and a tender right adnexa. A CT scan showed a normal appendix. Pt was treated with cipro and discharged with a diagnosis of right salpingitis. Pt was seen the next day by md, who admitted pt to the hosp and performed diagnostic laparoscopy for ongoing pain and right adnexal tenderness. At laparoscopy pt was found to have a collection of purulent fluid around the appendix, culdesac and anterior aspect of the uterus. There was no evidence of uterine perforation. The adnexae appeared normal. Culture of the peritoneal fluid was negative. The fluid was aspirated and was discharged the next morning. The md believes this to be post ablation endometritis.